Event description:
The customer reported that approximately 30 ml of lh cleaner leaked from two lh 500 hematology analyzers. The customer ran quality control (qc) and the results passed within specifications. The customer indicated that the leak was not contained within the instrument. The customer was running shutdown when the leak was noticed and the customer stated that lh cleaner leaked inside the right door of the instrument and on the main diluter module. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. This report references the lh 500, serial number(B)(4); please refer to medwatch report #1061932-2013-02000 for the report on the other lh 500 analyzer.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak from pinch valve pv37's I-beam tubing connecting feed through fitting ff107 to ff124 at the pinch point. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. The fse also rinsed the blood sampling valve (bsv) and flushed the vacuum system as preventative maintenance. Failure mode of the leak is attributed to pv37's I-beam tubing connecting ff107 to ff124. (B)(4). All related medwatch reports associated with this event: 1061932-2013-02000, 1061932-2013-02001.